Event description:
It was reported that the right ventricular lead defibrillation impedance was high. It was noted that a small pericardial effusion was observed through transthoracic echocardiogram. It was also reported that the distal end of the lead was removed and replaced. The physician also explanted and replaced the device because he could not be certain that it was a lead only issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Corrected: previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.